Manufacturer narrative:
The dentist reported that the implant placed at tooth location #19 failed to osseointegrate. No serious injury or adverse events were reported for this incident. The patient is stated to be doing fine. Also, no abnormalities were noted with the implant itself during placement. The actual complaint part is to be returned for investigation and evaluation. More results will be available upon completion of the investigation. However, failure to osseointegrate is a well- known and well documented inherent risk of the implant procedure and is not contributed by the implant itself.

Event description:
The dentist reported that the implant failed to osseointegrate after placement. The implant was placed on tooth location #19. However, it was removed due to pain, but there was no general bone loss or granulated tissue at the implant site. Also, the patient is stated to be doing fine with no reported adverse events. No abnormalities were noted with the implant itself.

Manufacturer narrative:
Section b1: this information was corrected as it was omitted at the initial submission. Section b2: this information was corrected as it was omitted at the initial submission. Section h1: this information was corrected as it was omitted at the initial submission. The device investigation has been completed and the results are as follows: DHR review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: n/a -as the complaint cannot be replicated,and there were no nonconformities identified. Returned samples: the returned implant was visually inspected and verified to be an inclusive tapered implant 4.7 mmd x 11.5 mml x 4.5 mmp using a radiographic template. No defect or nonconformity was observed. The implant was attached to a carrier. Root cause: although the root cause for the failed implant complaintis inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.